Manufacturer narrative:
(B)(4). Medical device: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the photo available? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were the staples malformed in one section or along the entire circumference of the staple line? Please describe the shape of the malformed staples. Were blood products administered? What is the current status of the patient?

Event description:
It was reported: malformed staples. The patient is with gastric cancer. During the proximal gastrectomy surgery, after fired with audible feedback, noted staples malformed with irregular shape as the picture shows and the patient was bleeding, lost about 200ml blood, used another device to stop bleeding. And changed proximal gastric surgery to total gastric surgery, due to the remaining gastric body does not allow for end-to-side anastomosis. The patient is stable and in the hospital now.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Yes. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? 1.0-1.5. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? Yes. Was the device difficult to fire? No reported. Did the healthcare professional receive tactile feedback when firing the device? No. Were the donuts inspected? If so, please describe. Yes. The donuts was cut completely. Was a complete transection of the white breakaway washer visually confirmed? Not complete. Were the staples malformed in one section or along the entire circumference of the staple line? Please describe the shape of the malformed staples. Completely were blood products administered? Yes. What is the current status of the patient? Stable and discharged. Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows tissue from top view and staple line can be seen around with several staples no properly formed. Also, ooze was noted. It is possible that the firing sequence was not complete; causing that the staples could be partially deployed without formed properly the staples. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # n5725l. Device evaluation summary: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented. There were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.